Manufacturer narrative:
It was reported that revision surgery was performed due to recurrent dislocation. Oxinium fem hd 12/14 28mm +4 (71342804) and polarcup xlpe insert 51/28 non-cem (75018957) were explanted and changed for parts of the same size. The other implants remained in situ. Both devices used in treatment were received for investigation. A visual inspection was conducted. The polarcup xlpe insert and the oxinium femoral head are still connected, indicating that the reported dislocation happened between the insert and shell. The polarcup xlpe insert shows four large grooves on the outer side of the insert. These might origin from impact during dislocation, but also from the replacement procedure. Apart from that, additional damage such as dents or wear marks could be observed on the insert. The insert and the ball head were still running smoothly. The size of the outer sphere of the polarcup xlpe insert was verified and confirmed to be in accordance with the requirements. A medical investigation was performed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported dislocation. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the conducted investigation the reported failure mode cannot completely be confirmed. Without further information about the corresponding shell, the root cause for the dislocation of the xlpe insert from the shell cannot be determined. There is no indication that the device failed to match specification at the time of manufacturing and the risk level of this issue is determined as low. Therefore, the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that revision surgery was performed due to recurrent dislocation. Head and liner were explanted and changed for pats of the same size. The other implants remained in situ. No information about the patient status was initially provided.